Manufacturer narrative:
(B)(4). J. Blaney, h. Harty, e. Doran, s. O¿brien, j. Hill, I. Dobie, d. Beverland (2017) five-year clinical and radiological outcomes in 257 consecutive cementless oxford medial unicompartmental knee arthroplasties. Bone joint j 2017;99-b:623¿31. Http:/bjj.boneandjoint.org.UK/content/99-b/5/623. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information received based on review of a journal article, entitled "five-year clinical and radiological outcomes in 257 consecutive cementless oxford medial unicompartmental knee arthroplasties." By blaney, j. Et al. (2017) this complaint refers to the reported left knee revision due to lateral joint line pain, articular surface were good literally but significant sub chondral cysts on tibia, required bone grafting performed about 65 months after index surgery.